Event description:
Hardening of product; displacement of product; injection site inflammation; injection site redness; injection site pain. Report received on 02-aug-2007 from a physician regarding a female patient, who has a history of past dermal fillers use in the lips, and no history of allergies or concomitant medications. In 2007, the patient received injections of hylaform plus in her nasolabial folds during a product training program. Approximately three weeks later, the patient experienced hardening and displacement of product upward toward the left cheek and redness, inflammation and pain at the injection site on the left side of the face. The physician prescribed oral keflex in case of infection and benadryl. No further information was provided.

Manufacturer narrative:
.